Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly analyzed. The foreign material (fm) was not returned. The device was visually inspected; no damage or abnormality was found. Mechanical testing confirmed that the needle retracted and deployed, and the buttons worked as intended. The device passed all functional testing, including priming, pre-treatment, and five full treatments. Due to the fm not being returned, no physical or visual analysis of the fm could be performed. A video and pictures were provided by the customer, showing the fm. Therefore, the reported clinical observation was confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that, during preparation of a water vapor therapy procedure, it was observed that there was a plastic fragment found inside the delivery device. The physician believes the fragment piece was inside the rezum device and was pushed to the device tip when the cystoscope was inserted. The procedure was completed using another device without patient complications.

Event description:
It was reported that, during preparation of a water vapor therapy procedure, it was observed that there was a plastic fragment found inside the delivery device. The physician believes the fragment piece was inside the rezum device and was pushed to the device tip when the cystoscope was inserted. The procedure was completed using another device without patient complications.